Event description:
The device was used during a "vats". Reportedly, the staples formed correctly but the knife did not cut. Another device was used to finish the procedure. No patient injury was reported.